Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range pace impedance measurement via the remote patient monitoring system. Upon interrogation the rv pace impedance was found to vary between 600-1,900 ohms with one measurement greater than 2,000 ohms. Information was later received indicating the patient is not pacemaker dependent. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No adverse patient effects were reported. The ICD remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.